Event description:
During four (4) separate gastrostomy procedures, a cook endoscopic gastrostomy set (unk model number) was used. The plastic pull tube fractured. The tube disconnected from the bumper [bolster] while pulling it through the skin. They had to remove the broken tube, and start the procedure over with a new kit. There was no harm to the pt, just a longer than necessary procedures. See mdrs 1037905-2013-00840, 00841, 00843. Our attempts to collect additional info regarding pt outcome were unsuccessful. While the complainant did not specify if the pt experienced any adverse effects or required additional medical procedures due to this event, the info able to be collected does not reasonably suggest the pt was adversely impacted.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Feeding tube separation can occur if the incision through the skin is less than 1cm length or does not completely penetrate the abdominal wall into the stomach. The instructions for use instruct the user to make a 1cm incision through the skin and subcutaneous tissue to facilitate passage of the feeding tube. A smaller or incomplete incision may cause resistance when the feeding tube exits the stoma site. If the tube experiences excessive pressure during placement damage to the feeding tube can occur. Inadequate lubrication of the feeding tube prior to placement could contribute to excessive pressure and subsequent feeding tube damage. The instructions for use instruct the user to thoroughly lubricate the entire external length of the feeding tube. This activity will aid in smooth feeding tube placement. The instructions for use direct the user to apply gentle pressure to the feeding tube during placement. Prior to distribution, all enteral feeding products are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.